Event description:
Pt's mother contacted dexcom tech support on (B)(6) 2011 to report that, upon removal of sensor due sensor error, pt's mother found sensor still inserted in pt's skin and was able to pull it out with her own fingers. Pt's mother reports that pt had been complaining of a painful insertion and was very distressed about his sensor session. Pt's mother feels that sensor may have been inserted too deep into pt's skin, hence the pain pt was experiencing. During her call to dexcom tech support pt's mother reports that although traumatized, pt was feeling fine.

Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.